Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump; however, the malfunction persisted. Consequently, a replacement pump was sent to the customer, who was advised to use manual injections as a backup. The customer was informed about the pump's warranty, the procedure to put the pump into storage mode, and the steps required to return the defective pump to tandem.